Event description:
A trapease filter was inserted into the patient at a hospital in mid 2000. The physician that has now taken over the care of this patient has noticed that the filter has fragmented. He believes that this was first evident in 2006 and has been monitoring the patient. The product is not available for evaluation and testing as it remains implanted in the patient. Additional information will be submitted within 30 days of receipt.